Event description:
It was reported by a customer on (B)(6) 2011 the fiber stopped firing sideways at 46,500 joules. The surgery was completed with another procedure; transurethral reflection with the bipolar receptor. No pt injury was reported.